Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed and hard to pull, which located on 5e2. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 21-mar-2023. And confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the auxiliary 6 had been hard to pull out and might have needed a new slide. A field service engineer found that the auxiliary full height drawer 6 had been sticking when attempting to open and was found that the bearing cage was slightly damaged and bent. Although no bearings had fallen out the damage caused the slide to hang up. Upon further examination it was discovered that the drawer did not open fully and had to be forced open. The frame was misaligned and the slide members were not on track and replaced the left and right hand side slide rail to resolve the issue. The system functioned as intended after the field service engineer repaired the device.